Event description:
This 68 year old female underwent a pubovaginal sling with protegen graft in june of 1998. The pt has been continent since the procedure, however, has had persistent urethral irritation and vaginal drainage. Eval has revealed dehiscence of the vaginal wound and exposure of the protegen graft. The pt returns at this time for removal of the graft. The pt will have a colonoscopy prior to this procedure.